Manufacturer narrative:
(B)(4). Other devices used: catalog #unk, unknown nexgen articular surface, lot #unk. Catalog #unk, unknown nexgen tibial component, lot #unk. Catalog #unk, unknown nexgen patella, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing unknown issues and a revision surgery is planned.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Review of the device history records cannot be performed as the part and lot numbers are unknown. This device is used for treatment. Surgical notes were received. Primary notes confirm that the patient underwent surgery for left total knee arthroplasty due to osteoarthritis. With the trial components, the knee was brought to full of range of motion and there was full flexion and extension. There was no varus and valgus instability and no malrotation as well. Good patellofemoral tracking was achieved. Final components were placed and knee was brought through a full stable range of motion with no instability or malrotation. There was good patellofemoral tracking. Post-operative x-ray taken in anteroposterior and lateral plane; reported satisfactory position of the implanted components and cement. Patient was in satisfactory condition post-op and there was no complication of the surgery. A complaint history search and compatibility check cannot be performed as the part and lot numbers of all the components are unknown. A definitive root cause cannot be determined with the information provided.